Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the load sequence. The customer reloaded the cartridge and resumed insulin to address the issue. Customer's blood glucose was 300 mg/dl.